Manufacturer narrative:
Suspect device received on aug 02, 2023 device evaluation completed on aug 09 , 2023: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 350cc breast implant was found to have an area of missing material within a rent on the posterior view, measuring approximately 0.2 cm x 0.2 cm and 8.0 cm respectively. Additionally, the product was received without its sealed thermoform. A microscopic examination was performed on the edges of the missing material and rupture, and no parallel striations were found in an area of the tear. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Based on the information currently available, a visual evaluation of the missing material indicates that the implant could have been damaged by an instrument. The product insert data sheet cautions to not allow cautery devices or instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, drain trocar, cannulas, or scissors to contact the device. The cause of the rupture in the remaining area of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast augmentation with a mentor memorygel , 350cc silicone prosthesis experienced left-sided rupture intraoperative. The doctor used another implant: cat: 3503501bc, sn: (B)(6) and completed the procedure. No adverse event or patient complication reported.